Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer could not see the reading on the screen. Blood glucose was unknown at the time of incident or call. No troubleshooting was performed for possible missing segment / partial display anomaly. Insulin pump is expected to return for analysis.